Event description:
Complainant alleged that while monitoring the heart rhythm of a pt for approx an hour, the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.